Event description:
The customer reported that their unit was failing with vacuum system timeout. The asp field service engineer was repairing the unit when he found it producing an oil mist. The customer stated that there were no reports of physical symptoms related to the reported oil mist. The asp field service engineer repaired the unit.